Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture with less than two seconds of asystole. Fluoroscopy was performed and noted a lead fracture. This lead was abandoned surgically. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.